Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation at a third-party service center the bipap a30, international device was visually inspected and there is evidence of foam degradation in addition to dust/dirt contamination. Additionally, the main pca needed to be replaced due to error codes e-112 (coin cell voltage is outside of its valid range of 1.65 to 3.6v) and e-113 (software detected that rtc registers resetted or got corrupted). Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and will be scrapped per the customer's request.

Manufacturer narrative:
This device, bipap a30 was manufactured on 02/08/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.